Manufacturer narrative:
The reporter's strips were returned for investigation. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. All returned results are within acceptable range. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Manufacturer narrative:
Qc was run at 16:57 and 17:00 and both levels were within range. The test strips were requested for investigation. The customer returned the test strips. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested with accu-chek inform ii meter serial number (B)(4). The result from a finger stick at 17:01 was 434 mg/dl. The nurse questioned this high result as the patient had previously had glucose results in the normal range. The re-test from a finger stick at 17:03 was 138 mg/dl. This result was believed to be correct. No laboratory testing was performed.